Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet after disconnecting the pump for a day and performing a factory reset, with blood glucose reaching 436 mg/dl and the device providing alerts; the user had changed infusion supplies the prior evening and again the day of the call, and troubleshooting suggested a probable infusion set issue. Symptoms included no reported clinical manifestations despite elevated glucose. Outcomes included elevated glucose with user-directed monitoring and a recommendation to wait and reassess after 90 minutes. Investigation included troubleshooting and education with review of infusion set function and replacement steps. Investigation of this case revealed that a likely infusion set malfunction or occlusion led to ineffective insulin delivery, consistent with high readings and resolution steps focused on set replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with an infusion set problem related to use or device performance. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.